Event description:
The pt had a large sessile polyp at the hepatic flexure removed using the apc system on 08/29/00. The system [i.e. Argon plasma coagulator (apc) model 300 with an electrosurgical generator w/endocut & argon model icc 200 (p.n.: 10128-205)] was set to 60 watts with a 1.0 liter per minute flow rate. This was the physician's third procedure with the system and the sales representative observed the polyp removal (note: in-servicing was being done with the doctor as a potential customer). No problems were encounterred during the procedure. The perforation was not evident during or directly after the procedure. On 08/31/00, the pt was re-admitted into the hosp complaining of abdominal pain and vomiting. An abdominal x-ray revealed free intraperitoneal air caused by a probable perforation. The pt was prepped for surgery and resectioning of the area was performed. The pt is recovering fine from the surgery.